Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 600 mg/dl. Customer was vomiting, nausea and urination. Customer stated that she is getting sick a lot. Running high and low blood glucose. Customer almost passed out prior to admission. Customer requested a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.